Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the MFR's acceptance criteria. Sample are not expected to be returned for eval. Investigation is ongoing and evaluation will be updated when more info is available. (B)(4).

Event description:
An optometrist reported that two weeks following photo bilateral refractive keratectomy (prk), a pt presented with filamentary keratitis in the left eye. The pt reported tearing and foreign body sensation. The steroid drops were increased and was told to start antibiotics. In a follow up, the optometrist reported that ten days later, the pt presented with dryness and photophobia indoors and outdoors, in both eyes. Since the dryness was not improving with artificial tears, the pt was started on a new medication. The pt reported feeling much better, but still had some light sensitivity and blurred vision due to the dryness. There are two medical device reports associated with this event. This report is for the left eye.